Event description:
No additional information.

Manufacturer narrative:
One sample model 10013902, lot 24029334 was returned for investigation. The set was examined for defects and abnormalities. The spin collar for the male luer separated from the set. No other defects or abnormalities were observed. The customer complaint was verified. From the supplier's investigation, the most probably root cause for the collar detachment is excessive force. A device history record review for model 10013902 lot number 24029334 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 10013902 batch # 24029334 issue description - separation issue.